Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 1 latch inseparable magnet was fallen out. A field service engineer found that station asked to close the drawer when attempted recovery even though it was already closed, opened back panel and latch sensor was not lit even when drawer was closed, then found latch insep magnet was fallen out replaced latch inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. Message state cubie failed to stay closed and required maintenance to use the controlled medication drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.